Event description:
It was reported that during a lap cholecystectomy procedure, the handle felt a little hard and the jaw could not be opened and made a crashing noise. Scissors were used to resect the device and clip from the tissue endoscopically. Another device was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.